Event description:
During a procedure, the physician selected acumed callow impact bone void filler. After the callos was applied to the surgical site, the pt's oxygen saturation decreased, blood pressure dropped, and there was an increase in pulmonary pressure. The pt was stabilized and the surgery was completed. The physician indicated it is possible that the callos may have caused the event.

Manufacturer narrative:
Additional information provided by manufacturer: based on the opinion of a clinical expert, this situation has nothing to do with callos.